Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery that was not providing power. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a battery that was not providing power. During troubleshooting, it was noted that the battery was not working, and that the battery was checked for issues. The service engineer (se) noted that the recommended checking the power supply and power distribution board. It was noted that a power management board may require replacement. Investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.